Event description:
A device was used during a tubal ligation. The surgeon used the device to make the first port. Once visualization was maintained, the surgeon noticed blood in the abdominal cavity. The surgeon converted to an open procedure where it was noted that the iliac artery had been cut. The surgeon repaired the cut of the artery. The pt was transferred from the op surgery facility to a tertiary care facility by ambulance. The pt was admitted to ICU then released third post operative day.